Event description:
The customer states the system did not boot. There was poor shut down by the customer. An error occurred before the case.

Manufacturer narrative:
The ge service rep reloaded the software. The system functions as intended.